Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: terumo 0.035. Sheath: terumo 6f. Evaluation summary: the self expanding stent system (ses) was returned with blood on the distal sheath and on the handle, consistent with the reported use. The distal sheath was fully retracted, consistent with the reported information that the stent had been deployed. The non-abbott guide wire was returned backloaded in the ses. There was 100 cm of the guide wire extending from the tip of the ses. There was a bend in the guide wire tip 1cm proximal to the tip. There was no other damage noted to the guide wire. There was no damage noted to the ses. The handle lock was in the unlocked position. During functional testing the reported resistance was confirmed. The non-abbott guide wire was removed from the sds with slight resistance. The entire length of the non-abbott guide wire was black polymer coating. The polymer was sticky and not smooth. An attempt was made to backload the non-abbott guide wire through the ses but there was strong resistance after 10 cm and could not advance any further. After the ses was flushed, an attempt was made to backload the non-abbott guide wire through the ses but there was strong resistance after 10 cm and it could not advance any further. A new abbott .035 inch guide wire was backloaded through the ses with no resistance noted. A laser micrometer was used to measure the outer diameter of the non-abbott guide wire. The outer diameter was 0.03401 inches. The reported resistance was confirmed and appears to be related to the surface coating of the non-abbott guide wire, as using a new abbott .035 guide wire, it advanced through the returned absolute pro with no resistance noted. There is no indication to suggest a product quality deficiency. A review of the finished product lot history record did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot. Additionally, the lot release testing results were reviewed and this lot met all release criteria. Product performance engineering will monitor the incident circumstances. During manufacturing all self expanding stent systems are 100% visually inspected at multiple locations. In addition, a sampling of units is visually, dimensionally and functionally inspected.

Event description:
It was reported that during the procedure in the subclavian artery, the absolute pro stent was deployed successfully at the target lesion. After stent deployment, resistance was felt when attempting to remove the stent system over the non-abbott guide wire; therefore, the guide wire and stent system were removed as a single unit. There was no significant clinical delay in the procedure and no adverse patient effect. Though requested, additional information was not provided.